Event description:
The customer reported that on (B)(6) 2011 indeterminate (ind) flags/no value results were generated for two patient samples assessed for human chorionic gonadotropin (bhcg) on the access 2 immunoassay system. The samples were repeated on another instrument with valid results. Actual result data was not supplied by the customer. Quality control results after the event possessed both acceptable and unacceptable results, dependent upon the qc level. It was confirmed that reagent placement was correct. Data associated with the calibration performed on the day of the event revealed that the s0 calibrator relative light units (rlu) recovery was high. The customer was instructed to re-calibrate the assay and re-execute the quality control process. The initial, indeterminate results were not reported out of the laboratory hence there was no death, serious injury or change to patient treatment associated or attributed to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched for this event as it was resolved with normal troubleshooting.